Event description:
Inquiry from a surgical practice that has a pt coming in for treatment from them with an infected mesh. Office staff did not know what type of hernia had been repaired with the mesh, and only knows that it has kugel in the name. The new treating surgeon wanted to find out what material it is. During a follow-up with surgical practice, it was reported that the treating surgeon stated the mesh was not believed to be part of the pt's infection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.